Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. S/w = 6.5w, reservoir ring = black, case = ngp. Customer returned pump for alleged pump error 53 alarm, no delivery, and cosmetic damage located at back of pump observed on 09-oct-2022. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected insulin flow blocked alarms or pump error 53 alarms noted during testing. Unit successfully downloaded to thump. Confirmed pump alarm insulin flow blocked alarm started on oct/07/2022 08:34:49.000 through oct/07/2022 08:49:43.000 three times in pump downloaded history. No unexpected insulin flow blocked alarms in pump history download. In addition, formatted history file confirmed the pump alarmed pump error 53 alarm (line number 65535 file number 65324 on oct/07/2022 10:00:40.000, problem isolated to the electronic assembly as per global logic analysis esf# 3470387. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at corner of belt clip rails, and missing serial number label. In summary, customer allegation for insulin flow blocked alarm was not confirmed. No unexpected insulin flow blocked alarms noted during testing. Pump error 53 confirmed due to hardware error. Problem isolated to electronic assembly. Cosmetic damage confirmed: cracked case at corner of belt clip rails. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm and also observed crack on the back side of the pump. It was unknown if the alarm was cleared. Customer had received no delivery alarm along with battery alarm no harm requiring medical intervention was reported. Troubleshooting was not performed. The customer will discontinue using the insulin pump and will be returned for analysis.